Event description:
The patient experienced a loss of therapeutic effect following a car accident. Everything worked great until her accident. Stimulation could barely be felt on one program. She felt no stimulation with the 3998 lead and very little stimulation with the 3888 leads. All the lead impedances were fine. During the revision surgery, they were not able to get the stimulation in the right areas to cover her pain. Stimulation was achieved when the 3998 lead was hooked into the snap lid. When the 3888 leads were hooked into the snap lid, minimal stimulation was achieved. It was unknown if the problem was with the lead or neurostimulator (ins). The device system was explanted. The plan was to retrial her to see if the same outcomes she had prior to the accident are able to be achieved.

Manufacturer narrative:
(B) (4).